Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in several field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her scs system as recommended for over a year. As a result, the ipg became inoperable. In turn, surgical intervention was undertaken on (B)(6) 2017 to address the issue. Reportedly, the ipg was explanted and replaced with an updated model which resolved the issue.